Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during dwell 1/3 of automated peritoneal dialysis therapy. Reportedly, the hp noted that where the tubing on the homechoice set exit the cassette and merge together, one of the lines was not merged with the other tubing as usual and moisture was coming from that area. Baxter's tsc assisted the hp in ending therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident, per the hp.